Manufacturer narrative:
Date received by manufacturer: 11-oct-2019. Date of report: 14-oct-2019. Further information was received from the key market contact that the customer has resolved the issue on their own. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 10 oct 2019. The customer was contacted to obtain information regarding the devices evaluation and repair. The customer has chosen not to get the device repaired at this moment. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touchscreen failure. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.